Event description:
Pocket infection. The patient had a battery change on (B)(6) 2025. Post-op, she developed a pocket infection, which led to the battery being removed on (B)(6) 2025. Once the infection clears, she will receive a new device. The device was not sent for analysis, we were informed of the pocket infection when the registration sheet was sent in. Patient developed infection and was explanted to allow infection to clear. Explanted device was disposed of at the site therefore no analysis can be performed. No further action to be taken.